Event description:
The facility reported a pump in which channel b stopped pumping and opened up. This occurred during pt use, but it is unk at what step in the process it occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.